Event description:
Upon removal of the infusion cannula, the metal portion of the trocar was noted to be missing. It was unclear if the piece was pulled from the sclera or remained in the sclera or in the eye. Missing piece was not found upon careful examination of the eye. Nor was missing piece found on or around operative field. Manufacturer response for 25 gauge eye trocar, 25+ total plus vitrectomy kit (per site reporter). Manufacturer reportedly advised of this event and stated it would make report.